Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device failed or allegedly failed to perform in accordance with the manufacturer's specifications while in use on a patient. No further information was provided. The customer reported there was patient involvement and no patient harm.